Event description:
Ous MDR - the patient had a generator change on (B)(6) 2014 as the previous was at elective replacement. (B)(6) 2014 the patient presented having received 2 inappropriate shocks. There were 43 episodes of lead noise detected consistent with conductor fracture. The device was deactivated and an x-ray performed. Lead impedances, sensing, and thresholds were all normal. A new rv defibrillation lead was implanted (B)(6) 2014. The lead was replaced without complication.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.